Manufacturer narrative:
Section a2 (age): 66.1 ± 14.1 section a3: gender: females n(%): 38.2 section a4 (weight): unknown/not provided. Section a5: race: n(%): white 29 (52.7), black 12 (21.8), asian 2 (3.6), hispanic 4 (7.3), unknown 8 (14.5) section a5: ethnicity: unknown/ not provided. Section b3: date of event: (B)(6) 2022 (date the article was accepted). Section d4: model number: unknown/not provided. Section d4: catalog number: unknown/not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: not applicable, as there was no indication that the device was explanted. Section h3-other (81):the device was not returned for analysis. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - clinical code: 1845 tube erosion citation: wogu, b., shalaby, w.s., ganjei, a.y. And shukla, a.g. (2022), outcomes of baerveldt glaucoma implant and transscleral cyclophotocoagulation in neovascular glaucoma. Clin experiment ophthalmol, 50: pp. 563-565. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: outcomes of baerveldt glaucoma implant and transscleral cyclophotocoagulation in neovascular glaucoma a retrospective case series was done to compare surgical outcomes following baerveldt glaucoma implant (bgi) or transscleral cyclophotocoagulation (cpc) surgery in the setting of neovascular galucoma (nvg). A total of 113 eyes (bgi, n=61 eyes and cpc, n=52 eyes) were included. Consecutive nvg patients who underwent bgi or cpc, had an intraocular pressure (iop) >21 mmhg, and follow-up >6 months were included in this study. Only the first tube shunt or cpc procedure was included in patients who had multiple procedures. Both continuous wave and micropulse cpc (iridex, mountain view, ca) were included. Complications for bgi group at 6 months postoperatively included: hypotony (n=1) suprachoroidal hemorrhage (n=4): treated with comfort care without further intervention (n=2); underwent drainage (n=1); and managed medically with additional iop-lowering drops, cycloplegics, and steroids (n=1); tube erosion (n=1), subsequently requiring removal; visual acuity loss of two or more snellen lines (n=21); reasons for failure for bgi group were iop >21 mmhg (n=12), progression to no light perception (nlp) (n=3), and iop <5 mmhg (n=1) there were no further interventions reported. A copy of the article is provided with this report.